Manufacturer narrative:
Concomitant medical products: product ID: 3057, lot# unknown, product type: screening device. Product ID: 3057, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a trial patient regarding an external neurostimulator (ens). Patient said they reached the maximum stimulation level of 5.2ma; they also mentioned the lead wire migrated/moved per the sales representative (rep). As a result of what was reported, the patient was advised to contact their healthcare provider (hcp) for medical advise or if they have questions about their health. Later on that day, a rep called in saying the patient was attempting to increase stimulation when they saw that they couldn't increase past 5.1ma; the caller does not know what message was observed. The caller further said the patient was feeling stimulation up through half way through the trial. They further inquired about the new trial and if they have a similar message to "settings not available"; the rep was thinking that's likely what the patient was experiencing. Caller states patient was unable to tolerate two leads so they only have one lead with a grounding pad. The rep further said the patient reports everything is still taped down and connected correctly which conflicts with what was previously reported. After the call center reviewed that the patient is likely seeing a screen that indicated they have hit maximum settings, caller stated that was what patient reported: something that stated they hit the maximum settings and can't increase further. No troubleshooting could occur due to lack of access to product. The call center reviewed the potential for lead migration or impedance issue and suggested the patient could continue with the trial at the level they have been at. It was also suggested to the rep to meet the patient to troubleshoot and potentially replace the components. The rep then indicated the hcp already discussed the other trial, so they might just end this trial and continue onto the next one. Two days later, patient believed their lead wire was out; no further details were provided at that time. No further patient complications have been reported as a result of this event.